Manufacturer narrative:
Biomérieux investigation was conducted. Since the customer's pseusomonas aeruginosa atcc 27853 strain from microbiologics was no longer available to submit, a new qc strain was ordered from microbiologics. This new qc strain and the in-house qc strain were subcultured, and ceftriaxone testing included two (2) vitek® 2 ast-gn81 cards of the same lot as that tested by the customer and two (2) vitek® 2 ast-gn81 cards from a random lot. Pseudomonas aeruginosa atcc 27853 (from microbiologics): the four (4) vitek® 2 ast-gn81 cards tested gave mics=8, which is within in the expected range. Pseudomonas aeruginosa atcc 27853 (in-house strain): the four (4) vitek® 2 ast-gn81 cards tested gave mics=32, which is within in the expected range. While internal testing did not reveal out of range low results for ceftriaxone, differences in organism growth were observed, with less growth for the microbiologics strain compared to the internal qc strain. The cards are performing as expected and no further action is required.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states reported intermittent but consistent qc failure for ceftriaxone and pseudomonas aeruginosa atcc 27853 tm when tested with the vitek 2 ast-gn81 test kit. The ceftriaxone mic (4) is out of range low (expected 8 - =>64). The customer reported a delay of 24+ hours in reporting ceftriaxone results due to automatic suppression at the lis system as a result of qc failure. There is no indication or report from the hospital or treating physician to biomerieux that the ceftriaxone qc failure led to any adverse event related to a patient's state of health. Culture submittals have been requested by biomerieux for internal investigation.